Event description:
It was reported that customer experienced power source alert while using pump with tandem charging cable and wall adaptor, and pump was not charging initially. There was no adverse impact to the customer's blood glucose level. Customer left wall adaptor connected to a working outlet for at least 30 minutes, issue resolved when charging cable was plugged into wall adaptor, pump began charging normally, and no further assistance was required.